Event description:
Customer's mother reported that the buttons on the insulin pump do not always work. Mother stated that the insulin pump alarms button error and the motor stops working. Customer also mentioned receiving a battery out limit alert. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.